Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two pieces inside a sample container. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No other observations. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced not good vision. Clinical reason for explant was dislocated multifocal iol inferiorly. The iol was exchanged for unspecified monofocal lens model 1 months 7 days following the initial implant procedure. Additional information has been received stating dislocated iol inferiorly, appears to be inferior bag rupture, anterior capsule (ac) appears to be intact vitreous in ac. Patient stated still not good but issues resolved. The surgeon¿s prognosis was good.